Manufacturer narrative:
It was reported that during treatment of left anterior descending (lad) artery lesion, the cypher stent could not advance through the tip of the medtronic 6f guiding catheter; it was caught by the curve of the catheter. The decision was made to withdraw the stent. However, the stent was dislodged from the stent delivery system; only the delivery system was removed. Therefore, the guiding catheter and guidewire had to be withdrawn together in order to take out the stent. Another guiding catheter, guidewire and stent were used to complete the procedure. There was no impact to the patient. Baseline angiography revealed infiltration place at the left main with 70% stenosis, diffuse infiltration plaque and 90% calcified proximal lad stenosis and 80% distally. Prior to insertion of the cypher, a medtronic 6f jl3.5 guiding catheter was advanced to the ostium of the left coronary artery, with a bmw guidewire crossing through the lad and fixed at the distal lad. On cd with one film frame showing a guidewire and guiding catheter with one marker band seen in the distal end of the guiding catheter. There was no visible stent seen within the coronary artery outside of the guiding catheter in the provided image. One non sterile cypher select+ 3.00 x 33 mm was received coiled in a plastic bag. The bumping marks could be seen in the balloon. Balloon was inflated. Stent was received inside a plastic bag. Stent was deformed at one end, and at the other end seems to be pressed. Bents were found at 35.3cm and 70.2cm from proximal end; this condition on the shaft could be related to the way the unit was sent for the analysis. Crossing profile could not be performed since the stent was received detached, and damaged. A review of the manufacturing documentation associated with this lot including crossing profile and stent crimping and retention values presented no issues during the manufacturing process that can be related to the reported complaint. Based on the report that the device advanced over the guidewire until it encountered the bend in the guiding catheter, it appears that vessel characteristics, device selection, and device interaction with the concomitant guiding catheter contributed to the reported difficulty advancing through the guiding catheter resulting in stent dislodgement. The instructions for use outlines that should any unusual resistance be felt at any time during lesion access before stent implantation the entire system guiding catheter and stent delivery system should be removed as a unit. Failure to follow these steps may result in stent dislodgement, stent damage, and/or damage to the delivery system. In addition, based on the findings of the inflated balloon on the returned device, procedural factors may have also contributed. The instructions for use outlines that the balloon should not be pre-inflated or expanded if it is not at the target location. It appears that procedural factors contributed to the inability to advance the device through the distal end of the guiding catheter and the dislodgement after it caught up in the curve of the guiding catheter. With review of the available information, the analysis of the returned device and the device history records, there is no indication of any manufacturing issues related to the event.

Event description:
Stent dislodged: cag revealed that infiltration plaque at the left main with 70% stenosis, diffuse infiltration plaque and calcified at lad with 90% stenosis at proximal and 80% stenosis at distal. The physician advanced medtronic 6f jl3.5 guiding catheter to the ostial of the lca, crossed bmw guidewire through lad and fixed at distal-lad, then he advanced cypher stent (cypher select + 3.50x33mm), however, the stent could not cross through the tip of the catheter, it was caught by the curve of the catheter. Then the physician decided to withdraw the stent, but only stent delivery system was taken out, the stent was dislodged from the stent delivery system. So the physician had to withdraw the guiding catheter and the guidewire together in order to take out the stent. At last, the physician changed to use another guiding catheter, guidewire and stent to complete the procedure. No impact to the patient. The device will be returned for investigation.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product is available but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.